Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm. The iliac arteries were calcified and extremely tortuous. It was reported the pt was a poor surgical candidate. An attempt was made to insert the delivery system to access the aneurysm, but it would not advance. The vessels were dilated with a 10x40 balloon followed by another attempt to insert the talent delivery system. The delivery system advanced to some extent, but could not advance any further. The physician continued to push harder and the artery tore. An attempt was made to seal the tear with an iliac limb stent graft; however, the iliac limb was not placed low enough and the pt's blood pressure dropped. An emergency open repair was performed. Later the same night the pt expired.

Manufacturer narrative:
Eval codes, results: (calcified and extremely tortuous iliac arteries). (Ruptured vessel/aneurysm, death). Conclusion: (calcified and extremely tortuous iliac arteries).